Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend was found to have a dislodged grip ring. The instrument was placed on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively but the grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down the grip drive adapter. Additional findings not related to customer reported complaint: the instrument was returned with the cord cut. Due to the damage, the instrument could not be tested for functionality. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws did not open and close properly. The instrument could not be tested for sealing/cutting capabilities due to the instrument being return with the cord cut. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the vessel sealer extend instrument tip would not close. The user completed the procedure using a backup vessel sealer extend with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the instrument jaws were not stuck on the tissue. There was no unexpected tissue removal. There was no bleeding observed. The instrument worked for about 10 minutes.